Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead slightly dislocated and the parameters were not ideal. The lead was successfully repositioning and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that after catheter removal, the lead exhibited high threshold. A micro-dislodgement was suspected.